Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged. The patient had been experiencing phrenic nerve stimulation associated with twitching. The patient underwent a lead revision procedure and this product was explanted and replaced. It was reported that when the lead was flushed the fluid came out proximal to the lead tip. No additional observations were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.